Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron the results were reported outside of the laboratory. When the issue was noticed, samples were repeated after troubleshooting and results were amended. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc run at 4:42am on the day of the event was low. The system was calibrated at 4:53am and the qc run after that calibration was also low but came into range when the system was recalibrated at 8:36am and the samples were rerun. A field service engineer (fse) went on-site and evaluated the instrument and verified performance but found no issues. Per fse, the issue was caused by temperature fluctuations in the lab.